Event description:
It was reported that the right atrial (ra) lead exhibited undersensing during atrial tachycardia/atrial fibrillation (at/af) events. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).